Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter the following information was provided by the initial reporter; check before use and find that there is foreign matter at the joint.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 2 photos, no defective samples. 1)one photo shows a white foreign matter inside the shield. From this photo, it cannot be identified whether the foreign matter is a scratch on the inner wall of the shield or a movable foreign matter. What is the composition of the foreign matter? 2)another photo shows a black foreign matter at the adapter of the prn. It is not possible to identify whether the foreign matter is injected inside the adapter or movable, and the composition of the foreign matter is unknown. 2. DHR/bhr review(lot#3108474): 1)this batch of products were assembled at intima ii auto line 2 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, and no similar foreign matters are found. Please see attachment for the check report. Conclusion(s): the returned photos show a white foreign matter inside the shield and a black foreign matter at the adapter of the prn. As no abnormalities are found in process and retained samples, no defective samples have been received for composition analysis and confirmation, so the root cause of the defects cannot be determined. The plant will continue to track and monitor such defects. H3 other text : see narrative.

Event description:
No additional information provided.